Manufacturer narrative:
Device had blank flashing white lcd due to severely corroded electrical board 1. During visual inspection, no cracked lcd glass or cracked glass at chip ledge noted. Cleaned the original electrical board 2 with isopropyl alcohol to remove the surface corrosion. Connected the original electrical board 2 with a test electrical board 1, the device had constant blank solid white lcd due to severely corroded electrical board 2. Unable to perform the history download, generate the power management graph or carelink upload due to display anomaly and severely corroded electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Device had minor scratched display window, scratched display window cover, scratched case, broken battery tube threads, cracked case at the battery tube side, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button, cracked reservoir tube lip and a partially broken off retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, the motor had moisture damage and the force sensor was corroded. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the insulin pump got wet and it got a blank screen and there were hairline crack at the back of the insulin pump. Customer stated that the insulin pump had a crack at the back of the insulin pump and there was fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.